Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
The reporter alleged the infusion device programmed a different basal rate by itself. The diabetes specialist programmed the basal rate. Afterwards, the patient noticed the basal rate was different from what the diabetes specialist programmed. No adverse event reported. Return of the suspect device was requested for evaluation.